Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had hyperglycemia and no delivery alerts for the past day; she had gone through three infusion sets. One set had a bent cannula, another had an occlusion in the cannula, and another had air bubbles in the tubing. The patient stated that after the first set change her blood glucose was 240 mg/dl. The patient bolused but her blood glucose stayed between 247 mg/dl and 275 mg/dl. The customer successfully primed the tubing but when she attempted a bolus her pump alarmed no delivery. Her blood glucose levels rose to 301 mg/dl and 351 mg/dl, and she suffered from fatigue, dry mouth, excessive urination, and irritability. The customer treated with manual insulin injections and after a set change she resumed pump therapy. The customer stated that she changes her infusion set every four to five days instead of three due to economic concerns. Two reservoirs and three infusion sets were returned for analysis and replacements were sent to the customer.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.